Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set disconnected. The one-link set disconnected from a non-baxter tubing set. The event occurred during an unknown process step while connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.